Event description:
Correction: it was reported that increase in pacing threshold was observed on right atrial lead. Programming changes were made. Additional information: new information received notes that loss of capture was observed. Device was reprogrammed. The patient had surgery. Further information was requested and not available yet.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Ae rel to implant procedure: n. Ae rel to protocol procedure: n. Ae related to pg/ipg: n. Ae related to ra lead: y. Ae related to rv lead: n. Ae related to system: n. Event description: elevated pacing thresholds. Event description- other, spec: ae event details: ra threshold >7.5v@1.5ms. Patient's ethnicity: not hispanic or latino. Patient's race: white. Patient number: (B)(6). Clinical study patient ID: (B)(6). Status of adverse event: resolved. Treatment: device reprogrammed.